Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose value. The customer's blood glucose value was 447 mg/dl. The customer did not provide information about symptoms. The customer treated high blood glucose value with bolus. The customer declined troubleshoot for high blood glucose value. The insulin pump will not be returned for analysis.